Manufacturer narrative:
The sample was not available for eval and investigation. Without the actual product, a complete analysis cannot be conducted. A review of the lot history indicated it was the only complaint for broken sheath for this lot. The device history record was also reviewed, and all manufacturing operations were found to be within specification. This issue has been assigned a corrective action to investigate the cause of breaking sheaths. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
It was reported that sheath broke off in subcutaneous tissue during removal. Doctor re-opened the incision, but was unable to locate distal portion of sheath.